Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The peg-j was performed without incident. On (B)(6) 2019 patient developed acute abdominal pain and her food and duodopa medication was suspended. Serum therapy was started and it was recommended patient lie on her left side. It was reported (B)(6) 2019 that the patient was diagnosed with a light pneumoperitoneum. It was reported on (B)(6) that since (B)(6) patient continued to have mild abdominal pain but was reintroduced with oral feeding progressively. Patient was treated with nolotil and paracetamol intravenously for pain and was discharged from the hospital. As of (B)(6), patient continued to have mild abdominal pain during the day although it progressed favorably. Abdomen still somewhat distended. Stoma was in a very good state of recovery and it was requested that patient continue with daily water or soap with chlorhexidine care until (B)(6) 2019.